Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior. A sheath was not returned. Two catheter tubing kinks were observed approximately 71.88cm & 76.45cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extender tubing, and extracorporeal tubing was performed and no leaks were performed. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
(B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
It was reported that immediately upon insertion of the intra-aortic balloon (iab), it would not inflate properly. It was noted that the proximal portion of the iab had inflated but the distal portion did not. After multiple attempts and troubleshooting, the iab was removed and a new one was inserted successfully to continue therapy. There was no patient harm or adverse event reported.